Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata nsc lp shunt on (B)(6) 2015 and it was discovered later that day that the valve was occluded. According to the report, the patient underwent lp shunt revision and the procedure was completed without any delay.

Manufacturer narrative:
The returned valve was patent and was returned at pl = 1.0. The device met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted within the device. The instructions for use indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The peritoneal catheter was received in two pieces measuring in lengths of 52.5 cm and 55.5 cm respectively. The lumbar catheter was received in two pieces measuring in lengths of 50.5 cm and 32 cm respectively. Both catheters met the requirements for patency and leak testing and met all requirements for the tensile strength and ultimate elongation tests. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).